Event description:
It was reported by the customer that they received false positive results on bd veritor ¿ at-home covid-19 test. There was 3 occurrences in this event with no patient impact. The following information was provided by the customer: "just got 3 false positive results from 2 family members and myself (confirmed by pcr and an abbott rapid test). I am a pathologist. This false positive rate seems too high. I wonder if they are all from a bad lot."

Manufacturer narrative:
Medical device expiration date: unknown. Address information was not able to be obtained, therefore, md was used as a place holder. PMA / 510(k)#: na, eua # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges ¿false positive results¿ using the bd veritor at home covid-19 test (material # 256094), batch number unknown. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false positive was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported by the customer that they received false positive results on bd veritor ¿ at-home covid-19 test. There was 3 occurrences in this event with no patient impact. The following information was provided by the customer: "just got 3 false positive results from 2 family members and myself (confirmed by pcr and an abbott rapid test). I am a pathologist. This false positive rate seems too high. I wonder if they are all from a bad lot."